Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The low flow alarms resolved with hydration and blood pressure correction. The transesophageal echocardiogram (tee) report showed that the aortic valve was tri-leaflet with thickened leaflets. The aortic valve appeared to open on most beats even with the left ventricular assist device (lvad). There was severe aortic regurgitation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files captured the pump functioning as intended at the fixed speed. No unusual events or alarms were noted. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they ultimately expired. No product was returned for evaluation ((B)(4)). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, "surgical procedures", also explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had been hospitalized for a planned optimization prior to a scheduled transcatheter aortic valve replacement (tavr). Mild aortic valve regurgitation existed pre-implant. The patient had the tavr done on (B)(6) 2025 and during the procedure, the patient's speed was increased from 5000 to 5400 revolutions per minute (rpms). The patient was discharged on (B)(6) 2025 and en route home the patient experienced back-to-back low flow alarms and presented back at the hospital emergency department (ed) for evaluation. The patient was found to be hypotensive with no other findings. Log files were submitted for review and captured low flow alarms on (B)(6) 2025 at times when pulsatility index (pi) was elevated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.